Manufacturer narrative:
Based on the claim against the product by the customer, noting that the instrument had broken jaws. An investigation was completed to determine, the cause of this reported event. The reported event was addressed with phone support with the tech support engineer (tse), who recommended the instrument be returned for failure analysis. No site visit was conducted. The system was working properly. And no additional action was required as the issue was resolved. The root cause of the alleged instrument breakage cannot be determined, based on the information provided and phone support details. The tse recommended, the site return the broken instrument for failure analysis. The instrument has not been returned as of this time. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported, that during a da vinci-assisted umbilical hernia etep surgical procedure. It was discovered, that the mega suture cut needle driver instrument jaws were broken off. The staff took two x-rays, and were unable to locate the instrument tips in the patient. The surgeon believed, the tips were missing when the instrument was initially installed. The staff installed a new instrument and completed the procedure with no issues. There were no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and received the following additional information: there was no patient demographic information available. The instrument was broken, before it was initially used. The broken pieces were found in the bottom of the sonic machine.